Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient¿s initials, date of birth, and weight are not available. Date of event: unknown. This report is for three (3) screws, unknown parts / unknown lot. (Other number) UDI # unknown part number, UDI is unavailable. Date of implant is unknown. Devices will not be returned. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted on an unknown date with a 2.7 mm condylar plate for calcaneus fracture which failed. It was noted on x-ray that the calcaneus was displaced and the screws would not hold the fracture in place. The plate was not broken. The plate and nine screws were removed of which three were broken and retained in the patient. It is unknown if they were broken during explant. The patient was revised with a subtabular fusion on (B)(6) 2016. There was no surgical delay. The patient's surgery was completed successfully with no additional medical intervention necessary. The patient's outcome is stable. This report is for three (3) unknown screws. Concomitant devices reported: 2.7 mm condylar plate (part # unknown, lot # unknown, quantity # 1), screw (part # unknown, lot # unknown, quantity # 6). This is report number 1 of 1 for (B)(4).